Event description:
It was reported that the patient experienced excessive battery depletion of the pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer decided to decline further troubleshooting.